Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) due to urethral thinning leading to a revision surgery being performed. No additional information was reported.